Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 486 mg/dl at the time of the incident. The customer was given intravenous insulin and manual injections to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The caller stated the customer kept getting a message to reenter bolus values when trying to deliver a bolus. The caller stated the pump was not delivering boluses. Troubleshooting was not completed as the caller declined. The caller stated when the customer was put back on the pump, they were unable to lower their blood glucose levels. The insulin pump will be returned for analysis.